Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 523 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia and vomiting. The patient reports while traveling on a plane their blood glucose level had decreased to 52 mg/dl. As treatment, the patient consumed a lot or carbohydrates and juice. The patient reports their blood glucose level was at 140 mg/dl after the consumption of carbohydrates as well as juice. The patient reports when they had got to their hotel their blood glucose level was 110 mg/dl. The patient reports drinking a run punch and consuming a lot of carbohydrates which had brought their blood glucose level to over 400 mg/dl. The patient reports giving insulin through their pod but their blood glucose level had not decreased. The patient went to the hospital by ambulance. Once at the hospital the patient was placed in the intensive care unit. The patient was treated with intravenous insulin and fluids as well as manual injections of insulin. The patient was discharged from the hospital after 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.